Event description:
It was reported that the patient's device battery appeared to have a rapid voltage decrease in less than three months time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) in save to disk on (B)(4) 2012 device rrt was 2.61 volt. The weekly battery voltage trend data shows battery at 2.62 to 2.61 volts between (B)(4) 2012 and (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012 02:15:03.